Event description:
Customer cited high reading when compared to a laboratory comparison. When the alleged results were plotted against each other onto a clarke error grid, the result fell into the "d" zone which is considered clincially significant. There was no report of death or serious injury. Medical intervention was not required.